Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) and udnersensing episode on the stored event. The rhythm appeared to be pacemaker driven and ended with algorithm appropriately. As of this time, this pacemaker remains in service. No adverse patient effects were reported.